Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was walking his dog and the dog took off running and wrapped the leash around the owners leg pulling him to the ground. Which is how his hip dislocated. A few weeks after the first dislocation he dislocated again at home. He wanted a revision. We exchanged the poly from a 36mm to a 40 liner and added length. He was in stable condition through a full range of motion. Doi: (B)(6) 2018, dor: (B)(6) 2020, affected side: left hip.